Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call, the insulin pump wasn't responding properly. The up arrow button on the device wasn't working. Customer's blood glucose was 520 mg/dl. Customer's father believed the customer's blood glucose was not giving a bolus for the correct amount due to the keypad anomaly. Customer's father didn't recall any significant event which may have caused the keypad issue. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.